Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear about 3 weeks prior to contacting lfs. The patient manages her diabetes with insulin (set dose of 20 units at night and sliding scale during the day). It was not reported if the patient took any action in regards to her usual diabetes management routine due to the error message appearing. The patient reported that an unspecified time after the alleged issue began, she developed symptoms of feeling ¿thirsty and tired; symptoms she associated with a high blood glucose. In response to the symptoms, the patient indicated she was unable to test her blood glucose due to the alleged issue so increased her usual dose of fast-acting insulin during the day. No medical treatment/intervention was reported. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.